Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 36x52 +4n liner trial broke during surgery. All pieces were removed. Replacement is needed. All pieces retrieved.